Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, three (3) packages containing the ultraclean needle electrode, 1" with extended insulation were discovered with "insufficient heat seal". Of the three (3) returned packages, the first unit was sealed at an angle, the second package exhibited a partial seal disruption in the chevron seal, and the third package had an obvious full seal disruption also in the chevron seal. Testing results confirmed the one package that was sealed at an angle did fail the dye leak test on (B)(6) 2015. In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.

Manufacturer narrative:
Conmed corporation received three (3) "unopened" packages containing the ultraclean needle electrode, 1" with extended insulation for evaluation. Visual examination of the returned packages found the seal on the first unit was sealed at an angle on the bottom straight seal of the package. Inspection of the second package found evidence of handling issues regarding the chevron seal in that the package exhibited a partial seal disruption. The third package exhibited an obvious full seal disruption also in the chevron seal at the corner of the packaging material possibly occurred during shipping and handling. On both of these packages, there are evidences that a full seal existed after manufacturing. All three (3) packages were forwarded to packaging engineering test lab for dye leak testing and confirmed that the first package with the seal in an angle did fail the leak test on (B)(6) 2015. The two (2) packages with "the seal disruptions" in the chevron seals passed the leak testing exhibiting intact sterile seal barriers. This lot was manufactured on 03-sep-2014. A review of the device history record for this lot found no ncrs and no noted of discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the "angle seal" found on the first unit is due to incorrect placement of the device onto the bar sealer that is most likely related to operator error and that the improper seal was missed on inspection. Of the (B)(4)units from this lot shipped to the distributor, there was only one (B)(4) unit sealed at an angle and two (B)(4) other units with a partial and a full seal disruption found by the distributor inspector, who performed 100% incoming inspection of all devices. In addition, of the lot containing (B)(4) units, there are no other similar complaints received. A two year review of product history for this device family showed other than this complaint there has been only one other report received with the same confirmed failure. During this same two year time frame, over (B)(4). The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.